Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, service history review, and a review of the alarm log were performed. Visual inspection revealed a damaged door. The cause of the condition was not determined. To correct the condition, the door was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.